Event description:
Procedure: laparoscopic total hysterectomy. According to the reporter: when unloading the second needle from the covidien endostitch auto suture suturing device, the endostitch needle broke in half. One half of the needle was recovered and the other half of the needle was retained in the device rendering if unable to be used. A new device was opened and used with no further issue.

Manufacturer narrative:
(B)(4).